Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during a gastroscopy procedure performed on unknown date. It was reported that during the procedure, the clip broke when deployed. There were no patient complications reported as a result of this event. The patient's condition following the procedure was reported to be stable. No additional information has been received despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a0501 captures the reportable event of yoke and or ball weld detachment of device or device component.